Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on (B)(6)2020. No further complications were reported.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6)2020 the pump was repositioned in the pump pocket and the pump site seroma was decompressed. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (unknown dose and concentration) and clonidine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported at a routine appointment on (B)(6) 2019, the patient reported falling two times because their legs buckled due to pain. The patient noted that the area over their pump has looked "different" for four days. The last two days they reported increased pain to the site with nausea, anxiety, cramping. Evaluation of the pump site was of concern as it was very prominent and difficult to palpate the side port. A catheter fracture was suspected but due to past experience, a dye study was to be performed intra-operative. On (B)(6) 2019 a dye study was performed in the operating room (or) with normal cerebrospinal fluid (csf) flow and no extravasation of dye into the pocket. The catheter revision was cancelled and the seroma was aspirated and sent to lab. No growth was found. The seroma was a result of the falls and pressure on the pump. The outcome of the event resolved with sequelae on (B)(6) 2019 and the sequelae was noted as pump pocket remains "boggy". The clinical diagnosis was pump pocket seroma. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2019. No further compilations were reported.